Event description:
It was reported when using the bd nano¿ 2nd gen pen needle the device was unable to deliver insulin/medication.the following information was provided by the initial reporter. The customer stated: "there was no insulin flow." Pharmacist called on behalf of consumer and stated no insulin flow.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle the device was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "there was no insulin flow." Pharmacist called on behalf of consumer and stated no insulin flow.